Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned outflow graft confirmed the reported leaking. The outflow graft was returned in like-new condition. Visual inspection of the of the outflow graft in its returned state revealed several areas of mold. The hardware assembly was unremarkable. Upon initial inspection, there were no graft tears visible. There were 10 stitches visible around the inner diameter of the sewing ring. Upon closure inspection, a gap between two of the stitches was wider than the gaps between the other stitches. The graft was filled with water and would not hold water. A specific are of leakage could not be identified. The leak rate was faster than that of the rate the graft could be filled. The leak appeared to come from both the middle of the graft and the area near the hardware. A manufacturing analysis task was initiated to address the out of box leaking of the outflow graft during pump assembly. Root cause analysis found that the most probable root cause of the leaking graft was related to the stitching method at the supplier. An external corrective action was issued to the supplier. The relevant sections of the device history records for the outflow graft were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of this IFU contains instructions for unpacking and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation in the operating room, the outflow graft (ofg) was attached and backfilled with saline. It was noticed that there was leaking coming from the attachment point of the ofg and the pump. The ofg was removed and a new ofg was attached, backfilled, and there were no signs of leaking.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.